Event description:
A consumer reported seeing multiple dots of light, "split or double" images and halos in his intermediate vision following bilateral intraocular lens (iol) implant surgery. He reported his right eye is worse than his left eye. The surgeon reported the pt's visual disturbance is due to small amount of refractive error and is eliminated when he wears glasses. There was no pco, folds or other pathology. A second surgeon reported the pt's astigmatism may be contributing to the visual disturbance. Additional info has been requested. There are two medical device reports being filed for this report, this is for the left eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Results from the product history records review indicated the product met release criteria. There are no other complaints reported in the lot number. Additional info was requested by phone on 01/14/2009, 01/30/2009, by mail and fax on 01/16/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 02/12/2009.